Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Analyst commented, most recent battery voltage was 2.83 volts on (B)(6) 2016. Elective replacement indicator (eri) had not been triggered. No patient alerts. The device was returned and analyzed. The returned device indicated current leakage in an integrated circuit.

Event description:
It was reported that during use the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (unexpected longevity). During last ICD device follow-up remaining longevity of thirteen months was noted. The ICD remains in use. Review of device data indicated a higher than expected current drain, resulting in a rapid battery depletion. The ICD was explanted. No patient complications have been reported as a result of this event.